Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced the infusion set tape not sticking event on (B)(6) 2026. The set had been use for less then an hour. No further information available.